Event description:
The sales rep reported an issue with fms tubing and pump which caused patient extravasation. The sales rep could not provide product code/lot number of tubing, or any other info at this time.

Manufacturer narrative:
The complaint tubing was received. Visual observation indicates presence of fluid inside the tubing. The fluid is a biohazard and therefore cannot be tested. The report does not indicate specific failure on this tube set that would have caused patient extravasation. The failure could not be identified for this tube set. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 12 other complaints for this lot of devices that were released to distribution. There was a manufacturing error that led to fill chamber issues on the tube set in these 12 complaints. This failure was addressed through supplier CAPA. A pra was conducted which determined patient risk to be low. Since, the exact failure cannot be identified with the tube set in this complaint, a root cause for the reported patient issue cannot be determined. Should any additional information be available in the future, this complaint will be re-opened and re-evaluated. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported an issue with fms tubing and pump which caused patient extravasation. The sales rep could not provide product code/lot number of tubing, or any other info at the time of initial report of this incident. Additional information obtained from the safety officer at the hospital verified the product code and lot numbers from the tubing and the serial number on the pump. The pump and tubing were sent to their local biomed group for testing. It was verified that there was no patient consequences, but still attempting to get more details.

Manufacturer narrative:
This report is being filed as a second follow up to the initial report to correct the manufacturer name and contact details. Acclarent was inadvertantly identified as the manufacturer. This has been corrected to depuy mitek. Under investigation

Event description:
The sales rep reported an issue with fms tubing and pump which caused patient extravasation. The sales rep could not provide product code/lot number of tubing, or any other info at the time of initial report of this incident. Additional information obtained from the safety officer at the hospital verified the product code and lot numbers from the tubing and the serial number on the pump. The pump and tubing were sent to their local biomed group for testing. It was verified that there was no patient consequences, but still attempting to get more details.

Manufacturer narrative:
This report is being filed as a first follow up to the initial report as additional information was received. Under investigation.

Event description:
The sales rep reported an issue with fms tubing and pump which caused patient extravasation. The sales rep could not provide product code/lot number of tubing, or any other info at the time of initial report of this incident. Additional information obtained from the safety officer at the hospital verified the product code and lot numbers from the tubing and the serial number on the pump. The pump and tubing were sent to their local biomed group for testing. It was verified that there was no patient consequences, but still attempting to get more details.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.